Event description:
Trolley cart - staff maneuvering eeg cart when she injured her lower back. No further hospitalization was required. The staff member found the cart difficult to maneuver.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). The completed questionnaire was returned by the customer and it noted there were no serious injury or death. When asked if the device was available for return the customer noted - no- cart would need to be disassembled. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 002 ref natus complaint# (B)(4). Instructions for use (IFU) for trolly cart states "once the cart has been positioned at the desired location, lock all four wheels in place before using it" field service was dispatched to the customer's site and they were able to resolve the customer's issue. Problem resolution states "wheels put into proper alignment." Investigation result code: neuro sbu/user error. Closure rationale: no action necessary, user misunderstanding. Complaint will be included in trending data for further review.

Event description:
Trolley cart - staff maneuvering eeg cart when she injured her lower back. No further hospitalization was required. The staff member found the cart difficult to maneuver.

Event description:
Trolley cart - staff maneuvering eeg cart when she injured her lower back. No further hospitalization was required. The staff member found the cart difficult to maneuver.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Customer states: we have had an injury from the use of the electroencephalogram (eeg) carts. They are wondering if there could be different wheels for the cart that would allow for better movability. They say they are not very smooth and do not change direction very easily. The customer confirmed that they would be unable to return the carts for evaluation. There are no CAPA's related to this issue. This complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) hazard ID 6.6, severity 11-negligible risk level medium. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Per (B)(4), complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Install date: (B)(6) 2013. Serial number not confirmed. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 003 ref natus complaint# (B)(4). Correction to section d suspected medical device: corrected to ip-hd-ec-video-ext.

Event description:
Ip ptz hd ergojust video extension - staff maneuvering eeg cart when she injured her lower back. No further hospitalization was required. The staff member found the cart difficult to maneuver.